Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, c, d, g codes and manufacturer narrative. Root cause: the probable cause of the reported issue was identified as incorrectly programming the gr line item. When using msa we found that the same patient ID orders revealed that some of doses had been manually programmed using the pipercillin/tazo infusion option in the gr library - this was due to a manual programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when reviewing the guardrails alerts data for piperacillin/tazobactam infusion on epic (non-bd electronic health record system) using the mrns (medical record numbers) and corresponding physician orders, there are 0 orders for piperacillin/tazobactam ivpb (IV piggyback). Per report, "as expected, in epic, the erx that's ordered points to the alias for pipera/tazo ivpb. However, it seems like somehow these are mapping back to the library entry for pipera/tazo infusion. 2 examples: mrn [xxxxxxx], ord 553518974 dose limit programmed 4.5 is less than 5 mrn [xxxxxxxx], ord 553061441 concentration limit programmed 0.09 is greater than 0.066. There was patient involvement but no harm. Upon initial review by manufacturer representative of hl7 data it was assessed that there is no issue with mapping. "Using msa we found that the same patient ID orders revealed that some of doses had been manually programmed using the piperacillin/tazo infusion option in the gr library. This was likely a manual programming error". Although requested, the customer declined to provide any additional information.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when reviewing the guardrails alerts data for piperacillin/tazobactam infusion on epic (non-bd electronic health record system) using the mrns (medical record numbers) and corresponding physician orders, there are 0 orders for piperacillin/tazobactam ivpb (IV piggyback). Per report, "as expected, in epic, the erx that's ordered points to the alias for pipera/tazo ivpb. However, it seems like somehow these are mapping back to the library entry for pipera/tazo infusion. 2 examples: mrn [xxxxxxx], ord 553518974 dose limit programmed 4.5 is less than 5 mrn [xxxxxxxx], ord 553061441 concentration limit programmed 0.09 is greater than 0.066. There was patient involvement but no harm. Upon initial review by manufacturer representative of hl7 data it was assessed that there is no issue with mapping. "Using msa we found that the same patient ID orders revealed that some of doses had been manually programmed using the piperacillin/tazo infusion option in the gr library. This was likely a manual programming error". Although requested, the customer declined to provide any additional information.